Event description:
Per the audiologist, since nov 05, 2008 (activation of the device) the pt reported intermittency when using the cochlear implant system. Recently (date not reported) the pt reports periods of time with no sound when using the cochlear implant system. Exchanging the external equipment did not alleviate the problem. Results of an integrity test done in 2009 were consistent with normal receiver/stimulator function with normal electrode array function. Reprogramming the sound processor was recommended. A CT scan showed the device to be in correct placement. In 2009, the pt again reported poor sound quality when using the cochlear implant system. Due to a decrease in the pt's performance, explant/reimplant surgery is recommended but had not been...